Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there right atrial (ra) lead dislodged and "coiled up into the pocket". It was also reported the lead was unable to capture. The lead was removed and replaced. No patient complications have been reported as a result of this event.